Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The investigation found a defective inspiratory pressure transducer. The inspiratory pressure transducer was replaced, and after successful testing, the anesthesia system was cleared for clinical use. The replaced part has not been available for further investigation since the part was disposed of at the hospital. A complete set of device logs was received and the logs show that the gain correction factor for the inspiratory pressure transducer was outside of allowed limit on several occasions. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced inspiratory pressure transducer caused the reported event, but without having been able to investigate the replaced part, we have not been able to conclude the true cause why the pressure transducer failed.

Event description:
Manufacturer's reference number: (B)(4).